Manufacturer narrative:
Additional information: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information the site could not open the gantry door of the system. The site used the lift and shift button on the imaging system screen. This allowed the machine to be manually pushed to the left and right. They were able to use this function to push it to the head of the patient allowing space for the surgeon to continue with the operation. The system was jammed due to the door being misaligned. The two metal bars holding the door in position when opening it dropped one additional bar. This caused the jam. The whole door was realigned. The site reported that the system was working.

Manufacturer narrative:
The dingus was returned to medtronic for analysis. Visual inspection found that the spring pin was very slightly off center. Mechanical manipulation of the spring pin resulted in very little drag due to friction. It was indicated that this drag likely would not preclude the gantry door from opening. Fdm 10, fdr 180, fdc 4315 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the bottom bracket right was returned to the manufacture for evaluation. After functional testing, performance testing and visua l/physical examination the reported issue was not confirmed. Visual inspection of right dingus notes good condition. Mechanical manipulation of spring pin is smooth and travel is as expected. No problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000202, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: bi71000203, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the door was stuck intermittently and when opening the door the dingus got misplaced. The bottom dingus, top dingus, and rotor spacer were replaced. Damage was noted on the old top dingus and rotor spacer. The threaded connection rod was replaced. All four door connection rods were adjusted and aligned. The rotor offset was performed. The dingus now fell precisely in the middle of the rotor spacer. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a cervical spine procedure. It was reported that intra-operatively, the gantry door was jammed over the patient and it was not possible to open the door. The site moved the system with lift and shift to "far head" so that the surgeon could continue surgery. The procedure was completed without the imaging system and there was no reported impact to patient outcome. There was a reported delay to the procedure of greater than one hour due to this issue. It was noted during troubleshooting that the gantry door had an unnormal sound and the gantry door opened just 3-4 centimeters and stopped. The door would not open or close anymore. It was suspected that the dingus may have dropped in the wrong place.